Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high threshold measurements, intermittent out-of-range impedance measurements and oversensed noise that could be reproduced with isometrics on the right ventricular (rv) lead. A lead fracture was suspected but not confirmed and surgical intervention was performed. The device and lead were explanted and replaced. No adverse patient effects were reported.